Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the faulty printed circuit board (bi board). Unit was in burn-in test for 2 hours with bi test board and functioned normally. In addition, there is a chipped top left corner and a crack on the bottom right corner of the bezel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the device had intermittent issues with the image display. Menu and power button on the front of the device worked intermittently. There is no reported harm to the patient.

Manufacturer narrative:
There is more information on the device evaluation and initial reporter occupation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no additional information available. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Root cause for the faulty printed circuit board (bi board) cannot be determined.